Event description:
It was reported that the pump indicated the cartridge needed to be changed for an unknown reason. Tandem technical support was unable to verify any alarms occurred in the pump history. There was no adverse impact to customer's blood glucose level. The customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.